Manufacturer narrative:
A replacement fluids tray was sent and the customer technical support (cts) helped the customer install it and become operational again. Service was not dispatched for this event. Hardware has been determined to be the root cause. Bec internal number: (B)(4).

Event description:
A customer contacted beckman coulter inc, (bec) and reported a leak from the fluidics tray in access 2 immunoassay system. The customer can not determine where the leak is coming from. No one came in contact with the fluid without wearing personal protective equipment (ppe). No injury has been reported in connection with this event.